Manufacturer narrative:
The investigation of the reported failure mode has been completed. No product was received for evaluation. Unable to deliver or advance (delivery issue): the cause of the deliver issue was determined to be patient condition as the patient had limited vessel size and small aortic arch preventing successful delivery of impella. Device history review: the device passed all the post sterile inspection checks.

Manufacturer narrative:
The impella device was discarded by the customer; therefore, investigation of the device was not possible. Should any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was planned to be implanted with an impella cp device for mechanical circulatory support. The impella 5.5 was not able to be positioned properly due to limited vessel size. Location of resistance was the aortic arch. A decision was made to replace 5.5 with impella cp. There was no patient harm.